Event description:
It was reported that at implant, the right ventricular lead helix came out rapidly and appeared to have stored up torque. The lead helix appeared to push the lead tip away from the septum. It was noted that it was very difficult to remove the analyzer cable interface tool from the lead. The lead was positioned after several attempts and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.